Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with vt resulting in dyspnea. Patient was successfully cardioverted externally. Programming changes were made. Patient was in good condition both during and after the event.